Event description:
Same case a 6000093-2005-00979. It was reported, through a facility medwatch, that post a coronary drug eluting stenting treatment procedure, a death occurred. An 85% stenosed, ostial lesion in the left main (lm) and left anterior descending (lad) artery was stented with a taxus express2 drug eluting stent of an unknown size. A second taxus express2 stent of an unknown size was placed in the ostium of the circumflex (cx) artery. The patient was having problems with recurring ches discomfort which was atypical for angina. A repeat cardiac catheterization was done and was found to be angiographically ok. An ultrasound of the lm stent was done. They were unable to get a catheter down the cx artery, but the physician indicated this was related to the patient's anatomy and not stenosis. Two weeks later the patient went ot an ER of a small town where patient expired. The actual date of death is unknown. A post-mortem was not performed. The physician indicated that the patient death was presumably from stent occlusion.